Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovered symptom caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed a prompt to unload a set when no set was loaded. There was no patient involvement.